Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the active exhalation control was observed. The device's active exhalation control module was replaced to address the issue. An open condition was found within the device's power cord. The device's power cord was replaced to address the issue.